Event description:
Pt with left femoral neck fracture underwent left bipolar hip prosthesis procedure. After glue was inserted, pt took 3 deep sighs and respiratory rate slowed to 5/minute. Bradycardia treated with atrophine. Unable to measure blood pressure. Treated in or and transferred to coronary intensive care unit at 1145; pulse 146, blood pressure 56/20, respirations 20. Pt expired at 1320. Medication treatment was not successful. Initial investigation shows outcome probabley adverse response to the cement. Note: since this is a known risk to the use of the product, there is conflicting opinion as to whether it is reportable.